Manufacturer narrative:
The claimed issue was related to leakage from air hose. There was no patient harm. Identification of issue has been done by analyzing problem description and service report. Based on information provided, the air hose needs to be replaced. The issue was reportable due to the fact that defective air hose may lead to stop of ventilation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the air hose connected to the ventilator¿s air inlet was leaking. There was no patient harm. Manufacturer's ref. #: (B)(4).